Manufacturer narrative:
The returned sample was evaluated by the supplier; the following are the results of the evaluation: a cut and a superficial abrasion were seen. The rupture was caused by an excessive wearing of the tube. The break is not due to a defect of the tube. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A customer reported to baxter (B)(4) that during use a split in the blood pump section of the tubing occurred. The patient lost between 100mls to 150mls of blood. The patient was okay, and the nurse stopped the machine. There was patient involvement, but no injury or medical intervention was reported.